Event description:
(B)(4). A report received from a distributor on (B)(4) 2012 claimed the irrigating cystotome broke during a procedure but no patient injury occurred. We received the affected unit from the distributor on (B)(4). A voice message was left with the distributor contact to attempt to gain more information around this complaint. No response was receive at the time of this report. We will continue with repeated attempts. We will continue to investigate this failure to identify a root cause for the breakage. The device history record was reviewed and no anomalies were noted. All tests and inspection were acceptable. A search for similar reports in our complaint system did not uncover any other occurrence for cannula or cystotome breakage. A quantity of (B)(4) units of catalog 581610 were manufactured since 10/2010. We will continue to investigate and provide a follow-up report on or about (B)(4) 2012.